Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification to h6: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Injecting physician reporting an adverse event on a patient injected with juvéderm® volux¿ and [unspecified] juvéderm® voluma¿: patient had an oedema and granulomas. Biopsy was not provided. Patient was treated with hyaluronidase and has been put under corticoids.